Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia with blood glucose value of 400 mg/dl and 250 mg/dl. The auto mode was not active. Customer performed high pressure test and it was passed. The insulin pump will not returned for analysis.